Manufacturer narrative:
Film evaluation summary: the reported positioning difficulties could not be confirmed on the pre-implant films provided; however, the anatomical characteristics reported to have contributed to the event, such as plaque within the external iliac arteries, were observed on the images. Procedural angiograms were not available for assessment of the positioning difficulties and vessel damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was intended to be implanted during the endovascular treatment of a 58mm aaa. It was noted that film review prior to the case noted the external iliac arteries had some plaque. It was reported that during the index procedure, the physician used a 14 and 16 french dilator to dotter the arteries before insertion of the endurant device. Upon insertion of the device, it would not pass up the calcified external iliac artery on the left side. The physician removed the device and inserted a 14 fr non mdt sheath to obtain haemostasias. An angiogram was performed and it was noticed that the left hypogastric had extravasation coming from a branch off the hypogastric artery. The physician intervened selecting out the left hypogastric artery and embolized the left hypogastric artery with non-mdt coils. A 10mm x 38mm stent was used to cover the origin of the left hypogastric artery. Upon removing the 14fr non mdt sheath, it was noted that there was a disruption of the distal left external iliac artery. The physician intervened by cutting down on the left common femoral artery, fixed the disruption with a graft and closed the left groin. The procedure was terminated at this point due to device not being able to pass through arteries. Per the physician the cause of the event was anatomy related due to the patient's small external iliac arteries containing plaque. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.